Event description:
Note: this report pertains to a jagtome rx 49 and autotome rx 49 devices used during the same procedure. It was reported to boston scientific corporation that a jagtome rx 49 and autotome rx 49 was used in the papilla during extraction of biliary stone procedure performed on (B)(6), 2020. According to the complainant, during the procedure, when the physician cut the papilla using the jagtome rx 49, the cutting wire was broke after two seconds of cutting. The physician used another sphincterotome an autotome rx 49 and the same problem occurred, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a third jagtome rx 49. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a jagtome rx 49 and autotome rx 49 devices used during the same procedure. It was reported to boston scientific corporation that a jagtome rx 49 and autotome rx 49 was used in the papilla during extraction of biliary stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician cut the papilla using the jagtome rx 49, the cutting wire was broke after two seconds of cutting. The physician used another sphincterotome an autotome rx 49 and the same problem occurred, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a third jagtome rx 49. There were no patient complications reported as a result of this event.